Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had some reprogramming efforts but was not satisfied with his pain relief. Additional information received reported that the cause of the event was unknown. It was noted that it was unknown if the issue was due to the lead or extension. It was noted that no surgical revision had occurred. It was noted that the patient had multiple reprogramming sessions but received partial improvement only. It was noted that the patient did not require hospitalization as a result of this event. It was noted that the patient outcome was no injury. It was further noted that the patient at first had good coverage of painful area. It was noted that coverage was lost and that the patient has had multiple reprogramming sessions with partial success.

Event description:
It was stated the patient experienced a shocking or jolting sensation. It was stated he had a sensation ¿that felt like stimulation turned off and then he got a jolt and then turned back on.¿ it was noted adaptive stimulation was off. Reportedly, it happened more frequently with recharging and he did experience it in with programmer interrogation. It was also stated the patient had high settings and the last two recharging sessions ¿it showed overheating.¿ reportedly, all impedances on contacts were 800-1200. It was stated this started happening about two months post initial programming and there was no known related incident. The plan was then to try and reprogram around this one at a time to isolate the issue and keep note of any position when it occurred. [Omitted information from related (B)(4)] it was reported all impedances were ok, the cause of the issue was still unknown but the patient is keeping a record of the jolts and what he was doing at the time. Outcome is unknown.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported inadequate stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported as of (B)(6) 2013, stimulation did not reach the patient's left foot anymore; reprogramming was performed. Imaging was performed on (B)(6) 2013, which determined the patient's electrodes had moved caudally about a half a vertebral body segment. On (B)(6) 2013, the patient was still not receiving stimulation in the left foot and he was getting more lower back coverage than he liked; reprogramming was performed. The patient was reprogrammed again on (B)(6) 2013. On (B)(6) 2013, the patient reported stimulation stopped at or near his ankle. There was a concern of the possibility that his reflex sympathetic dystrophy (rsd) symptom and nervous system had looked past the stimulation so the patient still perceived pain. On (B)(6) 2013, there was a concern that the electrode was dynamic in the epidural space still and it should have stabilized with scar tissue encapsulation at that point. Reprogramming was also performed on (B)(6) 2013. Imaging was performed again on (B)(6) 2013, and the results were normal. On (B)(6) 2013, it was noted the upper most aspect of the electrode was still right in the middle of the t9 vertebral body segment level which had settled about a half a segment from where it was originally implanted; reprogramming was performed. Reprogramming was also performed on (B)(6) 2013, the event was unresolved with no further actions planned.